Manufacturer narrative:
A ge service representative performed an onsite investigation. A system generator calibration and filament calibration were performed. This malfunction may have resulted in a possible aro(accidental radiation occurrence). The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported high ma and filament regulator error messages. This occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence).